Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) centrtouch frame printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the touchscreen on an 840 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.